Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-02683. It was reported, the pt complained of pain at his ipg site while sitting for long periods of time. He stated, he did not experience the pain while walking or laying down. It was reported, the physician suspects the pain is related to the ipg pressing on a nerve. The pt also stated, he charges his ipg on a monthly basis and experiences pocket heating while charging. The sjm representative advised the pt of charging precautions. No further info is available at this time. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.